Event description:
It was reported that the user believed the ilet was delivering too much insulin and was entering false announcements to drive glucose down. The user's blood glucose was at 361 mg/dl. After review of uploaded reports, the call was transferred to the clinical line and a factory reset was discussed, with troubleshooting and education provided. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear. No symptoms associated with high blood glucose reported. Outcomes included the need for additional training and clinical follow-up. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.